Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.